Event description:
It was reported that the autopulse resuscitation system 1.1 had short run times of approx 5 minutes using two recently charged batteries (s/n (B)(4)). There was no report of a pt injury. The autopulse resuscitation system (s/n (B)(4)) involved in this event is addressed under MFR report 3003793491-2012-00123. Battery sn (B)(4) is discussed in MFR report # 3003793491-2012-00124.

Manufacturer narrative:
The autopulse nimh battery involved in this event was returned to zoll circulation on (B)(6) 2012 and was analyzed. Visual inspection of autopulse nimh battery (B)(4) showed no discrepancies. Upon receipt of the battery, it was found that the battery was not fully charged. After charging the battery it passed testing. Archive data indicated a user advisory message of ua44 (battery voltage too low during compression). Battery s/n (B)(4) was not fully charged and was used for deployment on (B)(6) 2012 and therefore had low voltage and low battery capacity.